Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the severely calcified left anterior descending artery. A 1.25 mm rotalink¿ plus was selected for use. During procedure, it was noted that the burr became stuck in the lesion. The procedure was completed with another of the same device. No further patient complications were reported and patient¿s status was stable.